Event description:
Discordant, falsely elevated low density lipoprotein cholesterol (ldlc), and discordant falsely low ferritin, thyroid stimulating hormone (tsh), and magnesium (mg) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were released to the physician(s). The samples were repeated and resulted as expected. It is unknown which instrument the samples were repeated on. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ldlc, and discordant falsely low ferritin, tsh and mg results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and discovered a malfunction of the sample probe 1 and sample probe 1 mixer. The fse replaced the sample probe 1 and sample probe 1 mixer. It was also discovered that the customer uses stat spins to centrifuge samples, which is not recommended by the tube manufacturer. The cause of the discordant, falsely elevated ldlc, and falsely low ferritin, tsh and mg results was a malfunction of the sample probe 1 mixer. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing within specifications no further evaluation of the device is required.